Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Additionally, a time and date reset was duplicated after the pump battery was removed and reinserted after six hours. The pump case was open and the internal clock battery was found to be leaking. (B)(6).